Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the versacross rf wire was first visually inspected, and it failed; a non-reported insulation damaged and kink on the rf wire body were revealed. The insulation for the rf wire was bunched and still attached to the wire and not separated from the wire. Additionally, the device has passed dimensional test, as the rf wire body outer diameter, proximal end outer diameter, electrode height and heat shrink gap were all in specifications. Therefore, the reported allegation of damage device was confirmed, and considering the damage was situated in the insulation of the rf wire, this initial MDR report is being filed.

Event description:
Reportable based on analysis completed on 01-oct-2024. It was initially reported that during a left atrial appendage closure (laac) procedure indicated for a case of atrial fibrillation (a fib) using a versacross access solution kit, its versacross rf wire was confirmed to be damage upon selection for use, once the package was opened by the nurse. Thus, a new kit was opened to be used, and the procedure was completed successfully. No patient complications were reported. Product was available for return. However, the analysis of the versacross rf wire revealed that it has an insulation damage.